Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.

Event description:
Medtronic received a report that the tracheostomy tube cuff would not inflate. Customer reported there was no harm. Additional info: please provide patient information: age? Gender? Weight? Patient identifier? - asku. If patient involvement, how long was the tube in use prior to event? 2 days. How is the patient and what is their current status? Fine, no adverse issue has been reported from the customer. Who was the end user? (Health profession vs. Non professional) health profession. What was the environmental setting of use? (I.e. Hospital , homecare) hospital. Location of the event (i.e. Home, hospital, ER, or, ICU, etc.): hospital. Was patient on a ventilator? If yes: model: asku. Connectors/ventilator settings: asku. Did patient have any unusual anatomic anomalies? If so, please describe? Asku. Was anything used to lubricate the tube before insertion (intubation)? If yes, with what? Asku. Was cuff pre-tested prior to use? Asku. How was it tested? Asku. Is the sample associated to this report available for evaluation? If no, can photos be provided? Yes, the sample is expected to be returned from the customer. If during patient use, was recannulation of a replacement tube required? Yes.

Manufacturer narrative:
The sample has been requested for product analysis and will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that the tracheostomy tube cuff would not inflate. Customer reported there was no harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.